Event description:
It was reported that during surgery the 2.0 drill became stuck within the drill guide. Eventually the barrel of the drill guide broke off and the 2.0 was stuck inside it. There was no delay and no injury reported. A backup device was available.

Manufacturer narrative:
The devices, used in treatment were not returned for evaluation, reporting event could not be confirmed. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. These devices are reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.

Manufacturer narrative:
The device, used in treatment was returned for evaluation: a visual inspection was performed and confirmed the returned device appears to have a piece of metal stuck inside of it. This device also has excessive wear/usage. The manufactured date for this device is 2018. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.